Event description:
It was reported that during testing conducted at the manufacturer facility the device caused a bias current error to be displayed on the console. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion was discovered within the motor, which is probable cause of the reported bias current error.